Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 3.1 mmol/l compared to readings of 13.40 mmol/l respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on sensor patch. Additional acceptable carbon prints were observed upon visual inspection of the plug assembly. Data was extracted using approved software, and extraction was successful. Attempted to scan sensor with evm; sensor did not scan. Reset the software and evm ( evaluation module) and scanned the sensor again; sensor did not scan. Unable to extract and attach the sensor scan file due to a message. An extended investigation was observed. Visual inspection was performed on the returned de-cased sensor puck and plug assembly. No anomaly was observed on the sensor puck and the sensor plug assembly. The sensor initial data was reviewed. Functionality test was performed on the sensor to verify if sensor was functioning as intended. To confirm the functionality of the returned sensor. Measured returned sensor battery voltage and was within the specification. Accuracy test, accuracy tool test, poise voltage test and thermistor gross function test were performed with known good battery. The returned puck passed accuracy test which falls within specification indicating no accuracy issues were present in the puck which was also confirmed with the accuracy tool test which passed. Poised voltage was measured and returned a result which also falls within specification ,indicating no issues with electrical signal lines integral to the glucose reading process of the returned puck. A temperature test was performed, and the puck temperature was observed to be within room temperature specification, indicating that the puck's thermistor was fully functional. DHR review shows the sensor passed all tests during manufacturing and at release. The returned sensor passed all testing, and no evidence of a product malfunction was observed during the investigation. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed all pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. If the product is returned, a physical investigation will be performed and a follow-up report will be submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 3.1 mmol/l compared to readings of 13.40 mmol/l respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.